Manufacturer narrative:
The product associated with batch 5b00021 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Additional information: previous applicable nc investigation has been completed. The investigation revealed that the complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user as a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user developed three red, weepy areas under the tape collar of the skin barrier. One is the size of a pin head, the second is approximately eighteen millimeters or smaller in diameter with pink and brown wound bed and the third one is approximately five millimeters in diameter. The end user has reportedly been using this skin barrier model for approximately one month. She changes the device "often" due to the weepy areas on her skin. The end user consulted her surgeon and was diagnosed with a tape allergy and a subsequent yeast infection. She was prescribed an oral medication (name not provided). In addition, her home care nurse prescribed nystatin powder. The end user has not yet used any of the prescribed medication; however, she is using a surgical dressing on the open areas of her skin.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.